Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was above 400 mg/dl, 541 mg/dl and 481 mg/dl at time of incident. Customer reported that they did not feel okay to troubleshooting and they declined it. The device will not be returned for analysis.